Manufacturer narrative:
The patient''s gender was not provided.approximate age of device: 83 days.the device was returned for analysis. Evaluation is not complete.no further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had elevated lactate dehydrogenase (ldh) levels and power spikes post-implant but did not exhibit enough clinical signs to suspect thrombus. The patient was discharged on triple anticoagulation therapy but there was no reported treatment for the elevated ldh and pump powers provided while in-patient. The patient was transferred to another facility to be evaluated for total heart support due to continued right ventricular dysfunction. (Pre-operative trans-esophageal echocardiogram showed a marginal right ventricle). On (B)(6) 2014 the lvad pump was explanted and the patient was implanted with a total artificial heart. On (B)(6) 2015, the lvad pump was returned for evaluation for suspected thrombus.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of suspected thrombus could not be confirmed, and no device-related issues were identified during the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 12¿ from the pump housing with an additional 9¿ section and the distal portion of the driveline returned as well. The sealed inflow conduit (inlet tube, flex section, inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft (outflow graft, outflow graft bend relief, outflow graft bend relief collar, and outflow elbow) was returned attached to the pump¿s outlet port. Visual examination of the sealed inflow conduit and sealed outflow conduit revealed no evidence of thrombus formations or depositions. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.